Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 556 mg/dl; cause was unknown. Customer required assistance from spouse to administer correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer woke up in the middle of the night and delivered a 12 unit bolus. The customer-initiated bolus resulted in the customer's bg level decreasing to 44 mg/dl. Customer consumed carbohydrates to address low bg.